Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient underwent uneventful ilasik in both eyes on (B)(6) 2015. Presented (B)(6) 2015 1 day post op with striae in right eye. Patient brought back to the laser suite (B)(6) 2015 and right eye flap repositioned. Patient seen (B)(6) 2015 visual acuity sans correction (vasc) 20/15 in both eyes.